Event description:
It was reported that during the implant attempt, there was unexplained oversensing and noise on the right ventricular (rv) lead when the physician was pressing on the tissue above the header while suturing the pocket closed. The oversensing appeared to be coming from the header block/grommet area and was reproduced when the physician vigorously and rapidly tapped on the device to try and create an episode count. Upon opening the pocket, there was blood in the distal portion of the barrel. It was noted that a guidewire was left in the pocket; however, the physician did not feel that this was this cause of the oversensing. The physician flushed the barrel of the device with sterile saline and full insertion of the right ventricular (rv) lead was verified; however, oversensing still occurred. It was also reported that the rv lead had high defibrillation thresholds and failed to convert the rhythm at 25 joules. The rv lead and device were not implanted. A different rv lead and device were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated a damaged grommet. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).